Event description:
After ir60b reloads had been fired in a laparoscopic gastric bypass procedure, it was noted that the tissue on the distal end of the staple line had been scored, but was not completely transected. Another ir60b reload was subsequently used to transect the tissue. It was also noted that two staples remained in the distal end of the reload. A stapler was applied in order to complete the stapling.

Manufacturer narrative:
There was damage to the reloads' tissue bumps which resulted in the reported event.